Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was kinked at 51cm. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the shape of the lead was deformed having a curve as the lead had been caught inside of the sheath and did not return to the original shape. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.